Manufacturer narrative:
A visual inspection was performed on the returned device. The reported deformation due to compressive stress was confirmed. The reported difficult to advance and difficult to remove could not be tested due to the device condition. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. Analysis of the returned wire noted bends on the distal end. This type of damage can result in reduced clearance between the wire and catheter. It is possible that the wire sustained damage (bends) during use, contributed to the reported difficulty during removal and advancement. Additionally, the analysis found bends on the proximal core and stretched coils. It is likely that manipulation of the wire, when resistance was met, contributed to the noted bends on the proximal core and stretched coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequently, after the initial report was filed, it was reported that the procedure was to treat to a posterior tibial artery and a peroneal artery. The sparatacore guide was used along with an non-abbott atherectomy catheter and after advancing a couple of times the catheter became stuck on the wire. Attempts were made to remove the catheter; however, was unsuccessful and the guide wire was removed instead with resistance felt. A new .014 command guide wire was inserted and resistance was felt with the non-abbott atherectomy catheter, but ultimately reach the distal tip of the catheter. Lasing was completed on the pt artery and when attempting to remove the catheter same issue occurred. Both the catheter and guide wire were removed together. A new non-abbott atherectomy catheter and non-abbott guide wire were used to successfully complete the procedure. Once devices were removed the command guide wire was separated from the catheter with resistance, a kink and green coating was noted to be peeled. The spartacore guide wire was noted to have multiple kinks. No additional information was provided.

Event description:
It was reported that during a peripheral atherectomy procedure an .014 spartacore guide wire became stuck within an non-abbott atherectomy catheter and had to be removed together. It was noted that the procedure was completed with no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3- date of event estimated to 12/1/2024, the beginning of the month of the alert date d4- the UDI is not known as the part and lot number were not provided.